Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A PATIENT PRESENTED WITH GRADE 5 DEGENERATIVE MITRAL REGURGITATION (MR) AND A FLAILED LEAFLET FOR A MITRACLIP PROCEDURE. DURING THE PROCEDURE, A MITRACLIP WAS ADVANCED WITHIN THE PATIENT. WHILE TESTING THE GRIPPERS, THE CLIP BECAME CAUGHT ON THE CHORDAE AND BECAME ENTANGLED. TROUBLESHOOTING WAS PREFORMED AND THE CLIP WAS ABLE TO BE REMOVED FROM THE CHORDAE. TISSUE DAMAGE WAS VISUALIZED. THE GRIPPERS WERE UNABLE TO LOWER, TROUBLESHOOTING WAS PREFORMED SUCCESSFULLY AND THE CLIP WAS REMOVED FROM THE PATIENT. THE FINAL MR WAS REDUCED TO GRADE 4+. THERE WERE NO CLINICALLY SIGNIFICANT DELAYS REPORTED. IT WAS REPORTED THAT ON AN APPROXIMATE DATE, (B)(6) 2026, THE PATIENT WAS REPORTED TO BE DECEASED. NO ADDITIONAL INFORMATION WAS PROVIDED.

Manufacturer narrative:
INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE FILED WITH ADDITIONAL INFORMATION.

Manufacturer narrative:
In this case, the difficult to remove - anatomy could not be replicated in a testing environment due to it being related to patient/procedural operational circumstances. The reported single gripper actuation issue, however, was confirmed. Additionally, the tactile gripper cover was observed to be caught/pinched by the harness and was bulky/loose. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the medical review and the results of the returned device analysis, the single gripper actuation issue and the observed bulky/loose gripper cover, were due to the harness pinching the gripper cover as the gripper was able to be lowered once the gripper cover was released from the harness. The cause of the observed gripper cover being pinched by harness, however, could not be determined. Additionally, the reported single gripper actuation issue also appears to be related to the Clip becoming caught on the anatomy as tissue was observed around the Clip. The reported difficult to remove the Clip from the anatomy resulting in tissue injury/damage appears to be related to patient conditions and due to several severed chords and a flail. The reported death appears to be related to patient and procedural conditions. Tissue damage/injury and death are known possible complications associated with MitraClip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.